Event description:
It was reported that during a da vinci s proctectomy procedure, the surgeon saw a plume of energy and then smoke in the surgical view due to burnt patient fat. The surgeon immediately stopped the surgical task being performed and removed the monopolar curved scissors instrument (mcs) and inspected the mcs tip cover accessory, at that time a hole in the mcs tip cover was noticed. The mcs tip cover was replaced and the planned procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The msc tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed the tip cover has a 0.25" diameter hole burned through the silicone. The hole is located along one of the parting lines, roughly .215 inches above the silicone to ultem sleeve interface. The silicone exhibits localized melting around the hole, indicating an arcing event occurred. Engineering determined the arcing is likely due to insufficient dielectric strength of the silicone caused by a small crack or void. The mcs instrument was also returned for evaluation. Engineering found charred material on one ear of the proximal clevis and on the distal clevis, possibly the location where energy to escaped. The charring on the proximal clevis lines up closely with the hole in the tip cover, however, with the wrist pitched slightly, the hole may also line up with the distal clevis char spots. Distal and proximal clevis do not have any abnormally sharp edges that would damage the silicone. Cables are not frayed and electrical continuity passed. No other damage found.